Event description:
It was reported that the lower display of the external pulse generator was not showing anything. It was further reported that sometimes 1/8 or 1/4 of the upper left-hand portion of the screen was visible. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lower display of the external pulse generator was not showing anything. It was further reported that sometimes 1/8 or1/4 of the upper left-hand portion of the screen was visible. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display was not showing anything. Analysis also found that the upper and lower cases and one side bail cover were broken, that the battery release was contaminated and the keyboard was scratched. All found defective parts were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.